Event description:
It was reported that the asymptomatic patient presented in clinic for follow up on (B)(6) 2017. During the follow up visit, stored egms were reviewed and the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed to resolve the issue.

Event description:
New information received noted that the patient was stable after programming changes were made.